Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent and reviewed. The review indicated intermittent atrial undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.